Event description:
The customer reported the loudspeaker on their intellivue mp5 patient monitor no longer functions. It is unknown if the device was in clinical use. There was no adverse event reported.

Event description:
The customer reported the loudspeaker on their intellivue mp5 patient monitor no longer functions. It is unknown if the device was in clinical use. There was no adverse event reported.